Event description:
Upon removal of right silicone breast implant, it was noted that the implant was ruptured. The left implant appeared to be intact. Both were removed and replaced with saline implants.